Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2023, the patient underwent orif surgery for an unknown fracture on the femur with tfna. During the procedure, the surgeon had difficulty inserting the endcap in question. They repeatedly loosened off the set screw and inserted the end cap. The surgeon checked for soft tissue intrusion but could not find any issues. The surgeon was able to retighten the end cap so that it would not come off. The procedure was completed successfully with a delay of approximately 30 minutes. The patient outcome was stable. No further information is available. This report is for a ti end cap for tfna 0mm extn ¿ sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: a manufacturing record evaluation was performed for the finished device product code: 04.038.000s lot: 8047p06 it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 13-oct-2023 manufacturing site: jabil bettlach expiry date: 01-oct-2033 product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate. G1: manufacturing site name & address corrected.